Event description:
Per court document received, pt underwent shoulder surgery in 2004, and a stryker painpump was placed for post operative pain. The pt alleges that in 2008, while undergoing a second procedure on his shoulder, he was diagnosed with chondrolysis.

Manufacturer narrative:
The device was not returned for eval. In addition, no lot number info was provided.